Manufacturer narrative:
The device was received and evaluated. Initial inspection of the exposed portion of the soft cannula found it to be kinked and the distal tip damaged. Fluid flowed freely through the fluid path though the soft cannula was kinked and damaged. Leak testing revealed a tear in the exposed portion of the soft cannula, resulting in an external leak. It could not be determined when these damages occurred. The download data from the pod contains no hazard alarms, timeouts, or drive stalls, indicating that there was no struggle to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 17 mmol/l (306 mg/dl) while wearing the pod between 4 and 24 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. As treatment, a new pod was applied.